Event description:
Foreign object noted in right coronary artery after contrast injection. Object identified as the tip of bmw wire. Wire noted to have a small distal fracture. Balloon infection done. No adverse outcome to pt. Tip left in pt.